Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that a minimum fill notification occurred during the load sequence. Reportedly, the customer was using cold insulin. A new cartridge was loaded to resolve the issues. There was no adverse impact to the customer's blood glucose level.